Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens went into the patient's eye upside-down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - this complaint file states that the lens "went into eye upside down". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if misplacement of the lens was due to improper lens loading or surgeon handling. Evaluation of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).